Manufacturer narrative:
On july 30, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 11, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, an anomaly was observed on the posterior view of the device, consistent with a crease/fold. Leak testing was performed, in accordance with mentor procedures, and no leak sites or gel bleed were detected. Unfortunately, after a thorough analysis we were unable to confirm your reported event. If you feel this needs to be submitted for additional review, please provide any additional supporting documentation for review. (I.e., post op device photos, videos, and/or pre-operative scans). In addition, all return kits are now assigned and pre-labeled for each unique case. Please confirm the correct device was returned in the pre-labeled return kit. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side foreign matter, capsular contracture; baker grade unknown, generalized illness symptoms including autoimmune (not specified), pain in chest, heart palpitation, increase anxiety , shortness breath, insomnia, intolerance to alcohol, intolerance to food, intolerance to caffeine, bilateral grade 1 ptosis, fatigue, and change in breast shape. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 375cc mentor memorygel breast implants on both sides and experienced bilateral capsular contracture; baker grade unknown, generalized illness symptoms including autoimmune (not specified), pain in chest, heart palpitation, increase anxiety, shortness breath, insomnia, intolerance to alcohol, intolerance to food, intolerance to caffeine, bilateral grade 1 ptosis, fatigue, and change in breast shape. As a result, the devices were explanted on (B)(6) 2020. Also, the health care professional reporter stated, ¿upon explantation, the implants were intact but the shells were a little slimy.¿ this report is for the patient¿s right-sided device.